Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the pdm was getting hot in there pocket and is loosing charge so fast. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pdm (personal diabetes manager) was getting hot while in there pocket. It was also stated that the pdm was loosing charge. The charging symbol does show when charging. The pdm was never exposed to high heat temperatures above 104 degrees.